Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to a heart wall micro perforation. Patient developed pericardial effusion confirmed by ultrasound just after implant. The physician performed a pericardiocentesis and explained some days later that he suspected this perforation as he attempted to position the lead several times and patient was moving during procedure. The pericardial drain was removed the next day after implant. No additional adverse patient effects were reported.